Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. There was no information indicating if there was a troubleshoot offered for high blood glucose reading. The customer stated they had a blank display. The customer has already tried four batteries before call and is still experiencing blank screen. The customer was assisted with the blank display by troubleshooting. The display did return after troubleshooting. The product was not returned for analysis.